Event description:
While using the dilatation catheter to deploy a stent the balloon ruptured at 12 atms, creating a dissection in the left main. The pt went to surgery where three bypass grafts were done.